Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic ileocecal resection - "when dividing the colon from meso with eb010 there was a bleeding from the seal edge, coming from a small artery (approx 2 mm diameter) after a complete seal cycle. Small artery was embedded in thick meso tissue. Occurred during open part of procedure (for removal colon and creating anastomosis). Bleeding managed directly by sealing again which worked well. During rest of the procedure no problems at all. Finished procedure with same device." Patient status - ok.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection, engineering noted blood and eschar buildup in the jaws as well as fluid in the shaft of the device. After testing the device during their evaluation, engineering determined the device performance met its intended specifications and requirements. The root cause of the incident could not be determined as engineering was unable to replicate the incident. Although the root cause could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received.